Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Pump history download using thds was successful. There is no data available on event date in the history files, unable to perform data analysis for motor error alarms anomaly complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case at display widow corner, stained end cap sticker, stained address/serial number label. Unable to confirm no delivery alarm due to motor error alarm. Motor error alarm during testing due to faulty fsr (gold) confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alarm. Troubleshooting was not performed and found that the insulin exited. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump was returned for analysis.